Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (b))(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to difficulty charging while leads were revised due to high impedances. No symptoms or adverse events were reported. The patient indicated having experienced multiple falls, including one significant fall, and speculated that the leads may have been damaged as a result. However, there is no evidence beyond high impedance readings to support or refute this assumption. The patient also stated that the falls were not related to stimulation issues. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, patient reported experiencing relief in the legs and feet with the stimulation.